Event description:
According to the reporter, during the vats wedge laparoscopic procedure, the device was unable to fire, had difficulty in unloading, and there was a noticeable bent in the shaft. Another stapler and reload was used and the same thing occurred. A third handle was used in order to complete the case. There was no patient injury involved regarding the event. The devices are expected to be returned for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.